Event description:
The doctor reports a 3-piece bridge on two (2) 3i external hexagon implants with #44 and #46 fixations. The patient comes to the consultation with the two fractured screws, the remaining pieces inserted inside the fixations are removed and replaced with two new screws without affecting the implants at all. The doctor confirms that the procedure was completed with two new unisg screws and that the implants are in good condition. The doctor confirms that the patient did not suffer any type of negative impact with his health.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D4: expiration date and UDI not available, lot number unknown. G3: date received by the manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date not available, lot number unknown. H6: evaluation codes. Two gold-tite® square uniscrew, unisg were returned for investigation. Visual inspection via naked eye and camera magnification confirmed that the screws were fractured at the threads. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Per: no pre-existing conditions were noted on the complaint. The reported devices were located on tooth sites 44 & 46 (fdi). Picture/x-rays: pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: 'precautions' 'breakage' 'warning' per the applicable IFU, breakage may occur when device is loaded beyond its functional capability. DHR review: DHR review could not be completed for the unisg x 2 since the lot numbers were not provided. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Complaint history review: a complaint history review by item number was conducted for the unisgs and revealed that there are no existing nonconformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event for similar events (complaint category keywords: fracture screw). Post market trend review: may post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture screw) and device (unisg). Malf/event: based on the available information, device malfunction did occur and the reported event was confirmed following inspection and evaluation

Event description:
No further event information is available at the time of this report.